Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead had a high capture threshold. The patient underwent a surgical intervention to de-activate the lead, which remained implanted. A new lead was used to complete the procedure. No additional adverse patient effects were reported.